Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Each lens is subjected to a 100 percentage (%) assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The patient stated the surgeon indicated their issue was related to dry eye. Patient has not seen hcp since (B)(6) 2023. Patient does not have serial number information. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient cannot see very well at all. The patient experienced double vision when trying to see anything beyond about 100 feet. And could not read the information on the back of a credit card. The eye surgeon was blaming all issues on dry eye, which never patient had before the surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).